Manufacturer narrative:
Investigation of the reported event, which included review of the DHR, verified that the labeling of the feeding port subassemblies had a high probability of being mixed (i.e., jejunal tube might be labeled as gastric, and gastric tube might be labeled as jejunal) in one product lot (investigation verified that only one product lot was impacted). A recall of the impacted lot was initiated on (B)(4) 2011, and the FDA district office was notified. To date, a recall number has not been issued by FDA. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report from (B)(6), stating, "was found jejunal tube has printed as gastric, and gastric tube has printed as jejunal." Contrast medium injected into the port labeled as jejunal appeared in the stomach. No patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).